Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station display turned to a blue screen. They tried to reboot the system, but were unable to resume monitoring. The patients were transferred to a different central station. No pt injury was reported.

Manufacturer narrative:
The company service rep replaced the hard drives in the central. The system was tested to factory specs. It functioned normally and was returned to use.